Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. Two days later the patient had one endeavor sprint drug eluting stent and one non-medtronic stent implanted in the lad. It is reported that approximately 26 months post index procedure the patient expired. The cause of death was stroke, non-cardiac.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (cva/stroke). Conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).